Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that tubing set separated and leaked at the filter connection during an unknown hazardous medication infusion. The customer further states that the hazardous medication spillage could expose the patient to non-intravenous routes of the medication, but is cleaned appropriately as soon as it is discovered to minimize risk to the patient and staff. There was no patient harm.